Event description:
It was reported that the customer received a no delivery alarm during a manual prime. The customer's issue was resolved after clearing the alarm, removing the reservoir, rewinding the insulin pump, and resetting the reservoir and infusion set. The customer's blood glucose was unknown. Troubleshooting could not be done because the issue was a past event. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.